Event description:
Reported via clinical study. It was reported an acute cortical infarct occurred. A left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx laa closure device & delivery system (wds) was implanted on (B)(6) 2021 with complete laa seal and a deployed device diameter of 22 mm. The patient was discharged the same day on a medication regime of apixaban (10 mg/day) and aspirin (81 mg/ day). On (B)(6) 2024, 1162 days post index procedure, the patient presented to emergency department (ed) due to left arm numbness and loss of balance. Cardiac imaging, electrocardiogram (ECG) and lab tests were performed. Brain imaging performed revealed acute cortical infarct. The patient was on aspirin (81 mg/ day) at the time of reporting. On (B)(6) 2024, the outcome of the event was considered to be resolved. On (B)(6) 2024, the patient was started on apixaban (10 mg/day) in response to the event. On (B)(6) 2025, the dosage of apixaban (10mg/day) was reduced to apixaban (5 mg/day).